Event description:
On (B)(6) 2012, the device was interrogated but patient follow-up data (i.e. Aida memory data) were not displayed, except for statistics. The session was finished and the device was then re-interrogated. Since aida had just been reprogrammed, aida had been reset and no data were available. In the patient file dated (B)(6) 2012, the message of "aida memories are not activated" was displayed in aida screen no information, except for statistics, was displayed. Aida information was displayed normally at the follow-up performed on (B)(6) 2012. An explantation why memory data was not available was requested.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.